Event description:
Reporter alleged obtaining discrepant blood glucose results on the customers aviva system of 163 mg/dl compared to the paramedics measurement of 68 mg/dl when testing was performed one test immediately after the other. Reporter stated the comparison was performed after the emergency medical system (ems) had treated the customer because she not responding experiencing hypoglycemic symptoms, and low glucose readings. No other actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.